Manufacturer narrative:
Concomitant medical products: dtba1qq device, implanted: (B)(6) 2018; 4298-88 lead, implanted: (B)(6) 2018; 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible high left ventricular (lv) lead threshold was observed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the left ventricular (lv) lead exhibited an additional possible high threshold. At this time, the lv lead remains in use. No patient complications have been reported as a result of this event.